Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 126 ohms. Technical services recommended to increase the upper rate limit to 150 ohms and once that limit is reached to consider a max energy shock. At this time, the rv lead remains in service. No adverse patient effects were reported.